Manufacturer narrative:
Upon follow up, it was reported that the patient has recovered from the event and antibiotic treatment for peritonitis was stopped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported during follow up that the peritonitis event was manifested by abdominal pain and severe pain (location not specified). On an unreported date, the patient was diagnosed with refractory fungal peritonitis and was subsequently hospitalized. It was reported that the patient's catheter was removed and the patient was switched to hemodialysis. Four days prior to the receipt of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1gm, route, frequency and ongoing was not reported) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.